Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had no disposable clamp tubing alarm, the settings were reviewed and pump restarted, the device now displays reads run. No patient was injury reported.